Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been evaluated by a third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a "ventilator inoperative" alarm condition. The device was sent to a third party service center for evaluation and the customer's complaint was confirmed. The device's software was reloaded to address the issue.